Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. To solve it, main circuit board (cpu) was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device had an issue with the temperature set both for cardioplegia and patient sides: it was not maintained and always remained the same. The issue occurred in priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Most likely the failure could be traced back to the main circuit board (cpu). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.